Event description:
No blood glucose levels were provided. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer also reported that the battery of the insulin pump would not last long. The customer also reported that the insulin pump was slow to rewind. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.